Event description:
It was reported the patient underwent a left knee revision approximately 20 months post-implantation due to knee pain and decreased range of motion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: zimmer persona size f left tibial tray, #item unknown, #lot unknown. Size 11 mm posterior stabilized insert, #item unknown, #lot unknown. Therapy date: (B)(6) 2025. H6: suggested component code. Mechanical (g04) - femur. - no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. This device is used for treatment. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.